Manufacturer narrative:
Device evaluation: the complaint device was not returned to the manufacturer for evaluation as it remains implanted. Manufacturing record review and related documents review revealed that the product was manufactured and released according to specification. During the manufacturing process, all lenses are cleaned and inspected under 10x microscope magnification. The units were released according specification in compliance with the product intended use as required. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: exact date of event is unknown, patient experienced flicker or shuttering effect since the surgery 10 months ago. If explanted; give date: not applicable. There is no indication at the time of this report that the lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had zcb00 intraocular lenses (iol) implanted in both eyes and the surgery was uneventful. Patient has been complaining about a flicker or shuttering effect. The flicker or shuttering effect has been stable since the surgery 10 months ago and there has been no improvement. Reportedly, patient's left eye has more flicker or shuttering effect. The patient was counseled to allow further healing and lens stabilization within the capsular bag. There is no plan to explant the lens at this time. Reportedly, doctor may try a piggyback procedure. No further information was provided. This report represents the lens implanted in patient's right eye. A separate report is being filed for the lens implanted in patient's left eye.